Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap does not stick tightly after use. This event occurred 28 times. The following information was provided by the initial reporter. The customer stated: ¿serum tube cap does not stick tightly after use.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes cap does not stick tightly after use. This event occurred 28 times. The following information was provided by the initial reporter. The customer stated: ¿serum tube cap does not stick tightly after use¿.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout (decapping) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode stopper creepout (decapping), bd has initiated further root cause investigation relating to the issue of stopper creepout (decapping) through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.